Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display with beeping audio alarm due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. Blood glucose value was 70 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.